Event description:
Per the independent repair center, the customer alleged problem is the unit has no power. The key failure is the compressor is locked up. As stated on the repair statement additional malfunction on this device: pilot valve alarms and shuts down.